Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure. According to the complainant, during the procedure, the resolution clip did not engage nor fire. The patient was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.